Event description:
Soon after device implanted, incision sites kept hurting. Numerous adjustments made to the device without effect. Felt like it was coming out of her stomach. She would turn it on, and it would hurt so bad, she would scream. Turned it off for 3-4 weeks. Went to the hosp end of the following month. Had CT scan performed. Also told device was put in wrong place; should have been placed in buttocks instead of stomach. Pt states all the pain and anxiety caused her to have a heart attack. Since explant, tried duragesic patches. Went off patches and tried main mgmt classes. Currently on vistaril 50 mg qid for anxiety, 750 mg vicodin for pain, 2400 mg of neurotin, and prilosec. Pt contacted MFR who said they couldn't help her and to "go see your dr."